Event description:
It was reported that the ilet was dropped, the back cover was removed in an attempt to fix it, and the device¿s display became unusable with the pump unresponsive; the issue involved the display component and reflected a device bonding or sealing failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss of or failure to bond affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.